Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the atlan a350 was used to provide anesthesia for a neonatal patient (under 5 kg) in pc ventilation mode with the following parameters: pinsp approximately 20¿25, and achieved vte around 16¿18 ml. After approximately 15¿20 minutes of anesthesia, the vte parameter was no longer displayed and an ¿apnea (no flow)¿ alarm was triggered. No injury was reported.